Event description:
Customer claims that the alarm has power, but the lcd display is blank. Customer reports that one case screw has rust. Additionally that all other functions appear to work correctly. There was no patient contact reported.

Manufacturer narrative:
(B)(4) - display, lcd failure to. Evaluation, results: evaluation of the returned product found the alarm powers on and confirmed there is no image displayed on the lcd screen when tested. The sensors pass all functional tests. Further investigation found that the display has damage and corrosion on the lcd and two of the pins. Note: posey instructions for use warning: the use of alkaline batteries in the alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage (corrosion) resulting in damage to the alarm unit. The unit may not work as designed. (B)(4).